Manufacturer narrative:
The subject product has been received and is in the process of being evaluated. A follow up report will be submitted upon completion of the evaluation.

Event description:
Patient developed a hematoma.